Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #746c39. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: do not remove the staple retainer until the reload is inserted into the device. The staple retainer cannot be removed until the reload is correctly loaded into the device. The loaded device cannot be used until the staple retainer is removed. Depress the release button to ensure the instrument is in the open position. Ensure that the retaining pin actuator has been retracted. Load the device with the appropriate reload by aligning the reload with the device. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload (staple retainer still in place) is properly aligned, push the reload into the instrument until it is fully seated. Check that the reload is held securely within the jaws. The user may notice audible and/or tactile feedback when the echelon contour¿ curved cutter reload is correctly seated. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number 746c39, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/22/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that when they went to fire not all of the staples did not deploy. They got another device to complete the rest of the case without patient harm.